Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead exhibited infection and was part of the system revision. There were no adverse patient effects reported. This explanted lead was explanted.